Event description:
The customer reported that the system failed to boot up properly. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on 04/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.